Manufacturer narrative:
A boston scientific technical services consultant walked the caller through the steps to assess the lead. There was no noise noted and all delivered shocks were within 40-50 ohms. The consultant felt that the observations of high impedance coincided with hospital stays and were related to external influences. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this system exhibited shock impedance measurements greater than 200 ohms. No adverse patient effects were reported.